Event description:
AED could not analyze pt during deployment. (B) (4).

Manufacturer narrative:
Method: ECG and internal device memory related to incident reviewed. Conclusion: inadequate pads contact prevented analysis. Labeling (voice prompts and IFU) provides info explaining how to resolve. Report is being filed as it cannot be conclusively stated that recurrence would not result in adverse event.